Event description:
It was reported by the customer that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes were experiencing elevated levels of troponin thus resulting in erroneous results. The following information was provided by the initial reporter. The customer stated: steps taken with customer/troubleshooting: per customer's report, for the past several months, in about 100 patient specimens, troponin level was found to be elevated to about 25 ng/l. Roughly 1% of all of the samples is affected. The instrument is roche troponin t-hs gen 5. Erroneous results were not reported. After repeating, all of the samples produced a normal result (around 3 ng/l) that was reported. No adverse events occurred. Documented the complaint, suggested that the customer spins the aliquot of affected plasma specimen to obtain a cleaner sample; also suggested to avoid mixing/agitation of plasma gel tubes between centrifugation and testing; mentioned that, if the specimens are transported, the plasma gets stirred up which increases the turbidity of the sample (which we want to avoid). Quantity received and quantity affected: about a 100 tubes

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported by the customer that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes were experiencing elevated levels of troponin thus resulting in erroneous results. The following information was provided by the initial reporter. The customer stated: steps taken with customer/troubleshooting: per customer's report, for the past several months, in about 100 patient specimens, troponin level was found to be elevated to about 25 ng/l. Roughly 1% of all of the samples is affected. The instrument is roche troponin t-hs gen 5. Erroneous results were not reported. After repeating, all of the samples produced a normal result (around 3 ng/l) that was reported. No adverse events occurred. Documented the complaint, suggested that the customer spins the aliquot of affected plasma specimen to obtain a cleaner sample; also suggested to avoid mixing/agitation of plasma gel tubes between centrifugation and testing; mentioned that, if the specimens are transported, the plasma gets stirred up which increases the turbidity of the sample (which we want to avoid). Quantity received and quantity affected: about a 100 tubes.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed.